Event description:
Philips received a complaint from the customer on the v60 ventilator indicating "standby mode not responding". There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not responding in standby mode. The customer reported that the standby mode on their older device does not behave the same way as the v60 ventilators with newer software. The customer ran a full performance verification test (pvt), but no issues were found. The rse advised the customer that device can be updated to the newer software and continue to be used with standby mode.